Event description:
It was reported that the physician attempted to use a 2.50mm diameter x 12mm length resolute integrity (rx) drug eluting stent to treat a lesion with moderate tortuosity, severe calcification and 90 % stenosis in the mid cx . Stent deformation occurred in vivo during positioning. It was reported that the device was prepped as per IFU and no issues noted when removing the device from the packaging. Negative prep was performed with no issues noted. It was reported that resistance was encountered when advancing the device. The procedure was completed using another stent. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion). No results available since no evaluation was performed (device analysis pending). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition (patient lesion morphology, calcified lesion) . Unable to confirm complaint (device analysis pending). (B)(4).